Event description:
A u.s. Distributor reported that an electrode belt was unable to complete essential performance testing and a charger was unable to power up.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (damaged power supply) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a damaged power supply connector. The root cause for the damaged power supply connector was excessive force. No adverse event resulted from the damaged charger. Device evaluation of electrode belt has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the electrode belt ECG "a&b" to rear therapy electrode cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.